Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. Diagnostic revealed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.